Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ the image was not present during testing. Additionally, as noted in b5, the unit had been insufficiently reprocessed as a foreign material was found inside the air/water channel. The light cover and optical cover were both found chipped with failing adhesive. There was a hole in one of the switches. Water invasion damage was noted throughout the unit, causing the device to failure the electrical safety test. Both e117 & e216 error codes were also noted during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera gastrointestinal videoscope was not producing an image during procedure preparation and instead was displaying an e117 error code. Reportedly, the intended procedure was completed using another device. There were no reports of patient harm from this event. During the device evaluation, it was discovered that the unit had undergone insufficient/incorrect reprocessing as a foreign material was found in the air/water channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. It was presumed to be simethicone. However, the cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.